Event description:
It was reported that the patient underwent a 3 level posterior lumbar fusion procedure performed on (B)(6) 2015 during which a competitor's 6.5mm x 50mm screw was removed from s-1. Upon insertion of a reform 7.5 x 50mm polyaxial pedicle screw (39-pa-7550) in s-1 utilizing a custom polyaxial screwdriver w/ lock (c2058) the tip of the driver fractured when the screw was seated approximately three quarter of the way down into the pedicle. It was noted that the doctor chose not to use the 7.0mm tap prior to insertion of the screw. As the tip of the driver was lodged in the head of the screw, a rod and locking cap were placed in the tulip and the counter torque wrench was used to back the screw out. After one turn of the counter torque wrench the head of the polyaxial screw sheared off. The procedure was completed leaving the shaft of the screw in the pedicle as the patient was already fused at that level. Another driver was available in the set to complete the procedure. There was no delay reported as a result of the reported issue.

Manufacturer narrative:
Engineering evaluation of the returned driver notes that the event details portion of the complaint denoted tap omission from preparation of the pedicle in which the screwdriver failure occurred but does not confirm the use of the locking mechanism of the driver. Based solely upon the loading conditions that need to be in place for a reform screw failure to occur as documented in this complaint, it is evident the screwdriver, c2058, was overloaded during pedicle screw placement. The specific cause of the overload cannot be determined, however, the lack of taping the pedicle prior to screw placement and patient bone quality can attribute to the overload. Given the extremely high overload condition, the use of the lock would likely not have prevented the tip fracture and, if it did, would have only resulted in allowing the torque necessary for the screw fracture to occur. Review of manufacturing history records for the custom polyaxial driver found a total of (B)(4) pieces of this lot were released for distribution on august 4, 2014 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of this nature for this part number. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2015-00062 / 00063).